Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient does not feel stimulation from her implant. Starting around (B)(6) 2020, the patient had to increase the amplitude of stimulation because it wasn¿t as strong. Starting around (B)(6) 2020, the patient noticed that she did not feel stimulation at all regardless of what the amplitude was set to. The patient indicated that if she puts her hands on her back and follows the lead and presses on the lead in the right place, she can feel the stimulation; however, when she takes her hand off of the lead, the stimulation gradually goes away and then there¿s nothing there. The patient has not had any falls or trauma or any recent reprogramming. It was confirmed that stimulation was on, on group a, program 1 with an amplitude of 6 volts. The patient usually has the amplitude set to 4.5 volts. The patient was redirected to follow-up with her health care professional. There were no further complications reported.